Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of wear, indentations and damage to the body of the instrument . Root cause was determined to be contributed to the instrument used beyond its useful life. There are warnings in the package insert that state that this type of event can occur: under maintenance, inspection and functional testing states, "all instruments should be visually checked for damage and wear."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion to the cause of the event. There are warnings in the package insert that state this type of event can occur. Under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Event description:
A tibial impactor was found fractured after it was used in a procedure. The procedure was delayed 30 minutes while the patient was inspected.